Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient weight and date of birth not known) on (B)(6), 2010. According to the complainant, during preparation while removing the cap prior to insertion, the sheath was noted to be leaking. The procedure was completed with another procedure set. There were no patient complications with this event and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.